Manufacturer narrative:
The reliability analysis evaluated 1 opened or used enlite serter. An insertion test was performed using a new lab enlite sensor and rubber skin per IFU 6025427 2341 b, enlite serter passed per specifications. The enlite serter connects or releases properly.

Manufacturer narrative:
Reference medwatch 2032227-2014-52487 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went through five sensors the day of the report. When he tried to insert the sensors the cannula broke off in his body, he received sensor errors, and the transmitter did not blink when it was connected to the sensor. The customer's blood glucose level was 169 mg/dl. He also reported that the sensors go off in the mornings and caused the insulin pump to go into threshold suspend. The customer as a result can't get his blood glucose down. The product will be returned. Nothing further to report.